Event description:
This event was reported as a re-rupture from a sports injury, nearly 3 year post-operatively. There are no device malfunction allegations, as the autograft itself tore and did not involve a device failure.

Manufacturer narrative:
This event was reported as a re-rupture from a sports injury, nearly 3 year post-operatively. There are no device malfunction allegations, as the autograft itself tore and did not involve a device failure. Upon receipt of additional information, it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 item# 110017463; lot# 714510; ziploop inline item# 904755; lot# 594120; #7 pe ziploop ext toggleloc the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00065.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent an initial surgery. Subsequently, the patient was revised due to re-rupture of the knee acl. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.